Event description:
Defective syringe tip. Appear the syringe was damaged during filling/manufacture. There is a deformity at the syringe tip that does not allow luer lock to attach securely. According to the nurse, this is the second occurrence they found but the first reported to the pharmacy. (B)(6). FDA safety report ID # (B)(4).